Event description:
It was reported via merlin transmission that the patient received inappropriate antitachycardia pacing therapy. Programming changes were made. The patient condition is well.

Manufacturer narrative:
.